Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection identified that the carriage assembly was bad, the right plunger, bottom case, battery door and plunger lever were cracked. Device evaluation confirmed the reported issue. The syringe pump clutch assembly, syringe pump right side plunger kit assembly, syringe pump drivetrain assembly, syringe pump plunger assembly lever, syringe pump bottom case, syringe pump battery door, and syringe pump stepper motor were replaced. The software was set to 4.1.5, the device was calibrated, and tested to OEM specifications. The root cause for the reported alarm was determined to be the bad carriage assembly. This type of event will continue to be monitored.

Event description:
Reportedly, post purchase, the device alarmed to check the clutch/plunger level. There was no patient involvement. No additional information available.